Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the lay user/patient¿s meter has been returned on 09/10/2014 and evaluated by lifescan product analysis on 09/12/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked/broken lines with black marks found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their one touch ping meter had a cracked display. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged power issue first occurred on (B)(6) 2014 at 4pm. The patient manages their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the display issue. The patient stated that at around one and a half hours after the display issue began they developed the symptoms of ¿sweaty, irritable and high sugar¿. The patient was unable to test their blood sugar at this stage due to the display issue, and reported self-treating with an unknown dosage of insulin in response to the symptoms which were experienced. The patient claims to have felt better ¿several hours¿ later. At the time of troubleshooting the cca noted that there was no misuse of the product and the patient did not have a back-up meter to test their blood glucose. The products were requested to be returned for evaluation and replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.